Event description:
In 2013 the patient had a coflex implant inserted between l4/l5. The patient reported that at some point in the last 2 years the implant came out and is just sitting in the muscle tissue of the patient's back. The patient has a lot of pain but she is not sure if its from her compressed discs or if it's from the coflex device or both.